Manufacturer narrative:
(B)(4).

Event description:
The pt was better with the intrathecal baclofen (400 ug/day) but he had been worse for the last 3 months. On (B)(6) 2010, the physician tried to inject iopamiron into the catheter to check if the baclofen was still being delivered. It was impossible to inject and "no lcr when he sucked up on the catheter port." He thought that the catheter was blocked or disconnected. A catheter revision was done. The physician decided to cut the proximal part of the old catheter and he used the proximal segment of a new 8731sc (15 cm, connecting with a pin on the old catheter and with the sc connector on the pump). Following the revision, the pt seemed to be less spastic and was doing better. There was reported to be no pt injury.